Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 1 was failed. A field service engineer (fse) logged into the storage space configuration and found that the drawer 1 was missing. The fse opened the back of the station and discovered that the pixie bus light on the controller was flashing. The station was shut down, the drawer was pulled, and all cables were inspected and reseated. After rebooting the station, the drawer returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 1.1 and 1.2 failed to detect on bus. The customer attempted to reboot the station, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no adverse events or injuries reported based on this event.